Event description:
It was reported ongoing occlusion alarms occurred. The customer was admitted to the hospital. Multiple attempts were made to follow up with the customer regarding the issue but no response was received. Reportedly, the customer sometimes uses the same cartridge for over 2 days with lispro insulin, which is considered off label use per the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."